Event description:
Healthcare professional reported "sharp pain" and "breast was smaller" and later healthcare professional reported "malposition". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued: a.4. 64.7 kg. Device evaluation: the device related to the reported events breast pain, malposition and visibility/palpability was received on february 13, 2026, with lot number 2861765. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability.

Event description:
Healthcare professional reported "sharp pain" and "breast was smaller". This record is for the left side. The device was explanted, replaced, and it will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6

Event description:
Healthcare professional reported "sharp pain" and "breast was smaller". Healthcare professional later reported "malposition". This record is for the left side. The device was explanted.